Event description:
Email received from consumer on march 30, 2023, suggesting that on an unspecified date, a child wearing the product experienced skin irritation. No further details were provided by this consumer.